Event description:
Customer reported that the numbers on the insulin pump were ramping up when pressing the put or down arrow keys. Customer's blood glucose reading at the time of the call was 187 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No number ramping or scroll bar anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.